Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The complaint instrument was returned with the stent still being crimped on the balloon. The balloon is well folded and shows no signs of inflation. The stent is deformed at its proximal end. Stent imprints on the exposed balloon surface indicate that the deformed struts were initially crimped on the balloon. Outside of the deformed zone the crimped stent diameter complies with the specification. Since it was not possible to apply a reference protector cap over the deformed struts without causing further deformation, it can be excluded beyond reasonable doubt that the damage was already present on delivery of the instrument. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
A synsiro drug-eluting stent system was selected for treatment. After unpacking the stent struts were deformed. After unpacking the stent struts were deformed.